Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: saline rupture.

Event description:
Healthcare professional reported "ruptured saline implant". This record is for the left side. The device was explanted.

Event description:
Healthcare professional reported "ruptured saline implant". This record is for the left side. The device was explanted.

Manufacturer narrative:
DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 - fluid/blood leak. Device evaluation: the device related to the reported event of deflation received on march 18, 2024. With lot number 3547684. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flaw opening as per the investigation procedure, crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.